Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed. All conductors had blood/body fluid.

Event description:
It was reported that during the implant attempt, the lead would not track down the lateral vein due to very tight anatomy in the proximal portion of the vein. A different lead was used. No patient complications have been reported as a result of this event.